Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was dropped and fell into water. The customer's mother reported that the insulin pump went to blank display right after exposure to water. The customer's blood glucose was 150 mg/dl at the time of incident. The customer's mother stated that there was water coming out of the battery area. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no moisture damage on the electronic stack, motor, battery tube and vibrator assembly. However, the insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.